Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via an email that 1 unit of ar-3632, fibertak® suture anchor, 2.6 mm, double loaded, with 1.3 mm suturetape(white / blue, white / black), was pulled out during tensioning test after the insertion of atfl repair case on fibular site. This was detected during an atfl repair on (B)(6) 2025. The procedure was completed successfully by using another ar-3632 in the same hole. There was no patient harm.